Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a wound on his back under the lifevest. The patient went to the hospital and had to get a mid-back incision to drain the wound. The patient has a wound vac for the wound. It was reported that the wound on the patient's back was below where the lifevest sits. The patient's wife reported that the wound was caused by the distribution node rubbing against the patient's back. The patient was also on antibiotics for an infection. It was reported the wound vac was working and the irritation was not getting worse. The patient wife indicated that the infection was gone after using the antibiotics.